Event description:
It was reported that a plate had broken post-operatively, and a revision surgery was performed to re-plate the fracture.

Manufacturer narrative:
The postoperative plate breakage could be confirmed as the device was returned for investigation. A follow-up with the sales rep has confirmed that the surgeon has used the reported plates for condylar process fractures. The device in question is part of the mid-face fixation module and is not intended to be used for mandible fixation. The mechanical strength of the reported plate is comparably lower to that of the plates intended for mandible fixation. As shown in the related brochure (universal 2, 9410-400-184 rev. None), the minimum profile height of a plate for mandible fixation is 1.0mm, whereas the plate 55-06704 has a profile height of 0.6mm. The difference of the profile heights between the mid-face plate and mandible plate may have influenced the determined plate breakage. Stryker¿s medical expert stated that ¿this is off-label use. The mid face plates are for non-load bearing fractures; the mandible is load bearing.¿ in sum, the procedure to fixate mandible fractures with plates intended for mid-face fixation is considered as off-label use. No lot number was provided and a review of the specific manufacturing batch record and related quality documents (manufacturing documents, inspection plan, inspection drawing and release report) cannot be performed. Therefore, it is also not possible to determine the quantities released for distribution within the affected lots. Based on the investigation, there is no indication for an incorrectly working product or any systematic design, material or manufacturing related issue. Therefore, no further corrective and / or preventive actions are deemed necessary at this time.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report. Device evaluated by manufacturer? Facility did not provide for investigation.

Event description:
It was reported that a plate had broken post-operatively, and a revision surgery was performed to re-plate the fracture.